Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that may contribute to suture separation during knot advancement include, but are not limited to, user technique ( tensioning angle not coaxial) or suture/ nick damage. The subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. A partial UDI was provided as the lot number is unknown.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose prostyle referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that this was a closure of a right common femoral vein with two perclose prostyle devices using the pre-close technique via a 6fr sheath hole prior to an electrophysiological procedure. The sutures of the two devices were successfully pre-placed. The sheath was upsized to a 16.8fr sheath and the procedure was completed. Reportedly post procedure, the first prostyle's suture broke as tension was applied. The knot of the second pre-placed suture did not fully advance to the vessel wall [knot lock] and hemostasis was not evident. A figure of eight manual suture was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.